Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery, with heavy tortuosity. After pre-dilatation, the 2.0 x 12 minivision was advanced but was unable to cross the lesion. Upon removal of the stent delivery system, the stent dislodged inside the guide-liner; however, the physician was unaware at the time. A 2.5 trek was then advanced and additional pre-dilatation was performed. When the trek catheter was removed, the minivision stent implant was removed on the catheter. There was no significant delay in procedure and no adverse patient effects. A 2.5 x 20 vision stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link minivision stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, shaft and contrast on the shaft, consistent with handling and the sds advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal end of the balloon was wrinkled. There were multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the wrinkled balloon and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily tortuous and calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion/guiding catheter during retraction would have then led to the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent dislodgment for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.